Event description:
As reported, an exoseal (6f) was used for the hemostasis after pta for the left superficial femoral artery for in-stent restenosis (isr) of two smart control stents ((B)(4)). After use of the exoseal, it was discovered that the plug had been deployed intravascular causing an occlusion of the implanted stent. The patient was an (B)(6) male. An exoseal (6f) was used for the hemostasis after pta for the left superficial femoral artery for in-stent restenosis (isr) of two smart control stents (B)(4) implanted on (B)(6) 2010. Approach was made from the left common femoral artery and it was antegrade puncture with the sheath introducer (zeon medical's 6f 25cm). There was calcification observed and 75% diffuse stenosis at the puncture site. Three stents (from proximal, zilver ptx 7.0/120mm, misago 7.0/60mm, zilver ptx 6.0/120mm) were implanted at the lesion. After the pta, the sheath introducer was exchanged for a radifocus sheath introducer 6f 10cm, and the exoseal was inserted into the sheath at the angle of 30 degrees. The sheath introducer was retracted and connected to the sheath introducer. Then the exoseal with the sheath was retracted and the physician pressed the plug deployment button confirming the indicator window showing black-black pattern. After 5 minutes compression, the hemorrhage was confirmed at the wound site, then, the physician applied manual pressure to achieve the hemostasis for 15min. The next day a CT scan before discharge was conducted and a vessel occlusion at the proximal part of the zilver ptx stent (7.0/120mm) implanted at sfa was discovered.

Manufacturer narrative:
Therefore, an additional stent (smart control 7.0x60mm) was implanted over the plug inside the zilver ptx stent. And two additional stents (smart control 7.0/40mm, 8.0/60mm) were implanted at the residual stenosis near the lesion. Recovery of blood flow was confirmed, and the procedure was finished successfully. The patient was making satisfactory progress. Physician's comment: because the product was used in retrograde approach and it's angle was 30 degrees, I think that the indicator wire might not become caught to the appropriate position and the plug was deployed in the vessel. Concomitant devices: stent: zilver ptx 7.0/120mm, 6.0/120mm. Misago 7.0/60mm smart control 7.0/60mm, 7.0/40mm, 8.0/60mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00183 and 9616099-2013-00184.

Manufacturer narrative:
During use of a 6f exoseal vascular closure device (vcd), hemostasis was not achieved and manual compression was conducted. The following day, a routine CT scan conducted before discharge confirmed occlusion of sfa from intravascular deployment of the exoseal plug. Additional stenting was conducted with successful recovery of blood flow. The physician had used exoseal 3 times prior to this procedure. The exoseal vcd was used for the hemostasis after pta/stenting of the left superficial femoral artery performed due to in-stent restenosis (isr) of two smart control stents ((B)(4)). The following day, it was discovered that the plug had been deployed intravascular causing an occlusion of the implanted stent. Approach was made from the left common femoral artery and it was antegrade puncture with the sheath introducer (zeon medical's 6f 25cm). There was calcification observed and 75% diffuse stenosis at the puncture site. Three stents (from proximal, zilver ptx 7.0/120mm, misago 7.0/60mm, zilver ptx 6.0/120mm) were implanted at the lesion. After the procedure, the sheath introducer was exchanged for a radifocus sheath introducer 6f 10cm, and the exoseal was inserted into the sheath at the angle of 30 degrees. The sheath introducer was retracted and connected to the sheath introducer. Then the exoseal with the sheath was retracted and the physician pressed the plug deployment button confirming the indicator window showing black-black pattern. After 5 minutes of manual compression, hemorrhage was confirmed at the wound site so the physician applied manual pressure to achieve hemostasis for 15min. The next day a CT scan before discharge was conducted and a vessel occlusion at the proximal part of the zilver ptx stent (7.0/120mm) implanted at sfa was discovered. Therefore, an additional stent (smart control 7.0x60mm) was implanted over the plug inside the zilver ptx stent and two additional stents (smart control 7.0/40mm, 8.0/60mm) were implanted at the residual stenosis near the lesion. Recovery of blood flow was confirmed, and the procedure was finished successfully. The patient was making satisfactory progress. A device history record review for the smart control stents and the exoseal device was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of peripheral vascular disease. Arterial occlusion is a potential risk associated with femoral artery closure procedures. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Additionally, do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Based on the information available for review, there are vessel characteristics (calcification, stents) and user-related factors (antegrade use, inexperienced user) that may have contributed to the intravascular deployment of the exoseal plug inside this patient. Based on the device history record review, there is no indication that neither the restenosis nor the intravascular deployment of the exoseal plug could be related to the devices manufacturing process. The affiliate indicated that exoseal deployment technique re-training of the physician was conducted. No other actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00183 and 9616099-2013-00184